Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this right ventricular (rv) lead and device explanted and replaced with another manufacturer's system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high out of range shock impedance values (>200 ohms) in all configurations. Additional information indicates that no further testing was performed as the patient did not attend the scheduled appointment. The system remains in service. There have been no adverse patient effects.